Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed 'replace battery' message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported issue. No physical damage was observed during visual inspection. The encoder drive shaft does not rotate smoothly, exhibits binding and resistance unrelated to the reported issue. Review of the archive data show ua13 (battery fault detected) error messages occurred on the reported event date. Functional testing was performed and found no issue. Additionally, as a precautionary measure, the power distribution board was replaced. Clutch plate deburring was performed to remedy the sticky clutch noted during visual inspection. The platform was tested using the manikin with lrtf (large resuscitation test fixture) with a good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) would display a message of 'replace battery' using good known battery. The battery, prior to platform insertion was checked and the battery status indicator displayed four green leds (fully charged). Customer tried three batteries with the same results. No patient involvement was reported.